Event description:
Patient a: polar cube was not working for patient so they returned it to hospital. Patient b: polar cube pump was running but no cold water was being pushed to the pad on the patient's shoulder. We replaced it for a different one for patient. Manufacturer response for polar care cube, breg polar care cube (per site reporter). Breg representative called to arrange a mailer label for return of devices for testing and will replace.